Event description:
It was reported that the hospital used a needle and suture capture that had an expiration date of 05/01/2012, in a procedure. The hospital reported that this product was pulled directly from hospital inventory and they did not notice the expiration date until after the procedure was completed. There have been no reported patient complications as a result of this event.